Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. It has been reported that readings are up to 50 points off. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined.